Event description:
About six months after an automobile accident, it was determined that the catheter "pulled out at both ends and the catheter itself had begun to deteriorate". The pt experienced increased pain and spasms. The catheter was replaced. The pump was used to deliver baclofen. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Catheter.